Event description:
It was reported that during a hemorrhoid procedure, the device would not staple but cut. This resulted in rectal bleeding. The case was complete with sutures and another like device. There was no reported pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.